Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units fo connector was defective and the unit also had a grounding issue. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(return to manufacture date), g3, g6, h2, h10. The failure analysis and testing dept. Received the power reel and fiber optic connector. These parts were received with the reported complaint of fiber optic connector defective and for the power reel, ground resistance faulty. The failure analysis and testing dept. Performed a visual inspection of the parts, and found power reel serial number n/a having the connecting wires cut. Due to the cut wires, the fat is not able to continue the investigation on this part fiber optic connector has a damaged connector, and cannot be tested. Retaining the parts in the fat dept. Per procedure number (B)(4) rev.aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a

Manufacturer narrative:
Additional contact details: person name: (B)(6). Email: (B)(6). Occupation: biomedical engineer. During pm a getinge field service engineer fse noticed that the fo-connector was defective. The blue housing from the connector was broken. Replaced connector(cbl assy,fo sensor extension). Also the protective earth resistance was infinitely. Replaced the line cord assembly type e/f plug. Performed pm and safety check, repair done. The unit is returned to the customer and cleared for clinical use.